Manufacturer narrative:
Hematoma is a known side effect of eswl lithotripsy treatment and is addressed in our labeling. There was no report of device malfunction. A service eval was performed after the procedure and unit was found to be functioning properly.

Event description:
Allegedly, three days post the lithotripsy procedure, the pt was admitted for hematoma. He was transfused with 2 units of blood, stabilized and discharged after one day. Pt is recovering without further incident.